Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01726 and 0001825034-2017-01729.

Event description:
It is reported that two patients developed a post-operative infection treated with irrigation and debridement.